Event description:
At implant, atrial sensing and pacing failure was observed in bipolar configuration; proper operation was confirmed in unipolar configuration in the atrial channel. Proper operation was observed in the ventricular channel.